Event description:
It was reported that an over-infusion of propofol occurred. A nurse hung a new bottle of propofol for a patient overnight at 01:30am and noted that the propofol was infusing faster than the rate programmed on the pump. The risk manager has determined this over infusion was related to human error.

Manufacturer narrative:
The customer¿s issue that an over-infusion of propofol occurred could not be confirmed. The associated device logs were not provided and the intended drug concentration and dosing were also not provided; however the supplied all in fusion detail report indicated the reported source pump module ((B)(6)) was infusing the drug propofol (1000mg/100ml) at 1:00am on (B)(6) 2020. The dosing was at 30 mcg/kg/min (rate=13.4ml/h). The dosing was increased to 50 mcg/kg/min (rate= 22.4ml/h) at 1:02am. The infusion continued at this dosing until 2:11am where it is recorded the dosing was decreased to 20 mcg/kg/min (rate= 8.9ml/h). From this time forward the dosing was recorded being titrated; it was reported the incident time was around 1:30am. H3 other text : no devices received, log review only.

Manufacturer narrative:
Correction on initial report: b.4 & g.4

Event description:
It was reported that an over-infusion of propofol occurred. A nurse hung a new bottle of propofol for a patient overnight at 0130am and noted that the propofol was infusing faster than the rate programmed (13.4ml/hr) on the pump. The risk manager has determined this over infusion was related to human error.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an over-infusion of propofol occurred. A nurse hung a new bottle of propofol for a patient overnight at 0130am and noted that the propofol was infusing faster than the rate programmed on the pump. The risk manager has determined this over infusion was related to human error.